Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage. Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Claim # (B)(6)

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2,-6.00/1.5/90 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. The lens was later removed and replaced with a shorter length lens due to excessive vault. This exchange resolved the problem. "Surprise of the excessive vault" was reported as cause of event.